Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor; cause was unknown. Bg was addressed via a correction bolus, manual injections, raised programmed basal rate, changed infusion sets and inulin vial, and tried new insertion locations. Subsequently, the customer overcorrected and experienced a bg level of 42 mg/d. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.